Event description:
The event is reported as: the customer reported "staples not closing properly." No animal injury reported.

Manufacturer narrative:
There is no sample to be returned for investigation. DHR did not show any issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.